Event description:
It was reported that the right atrial (ra) lead was fractured. The ra lead was partially removed and it was replaced. No patient complications have been reported as a result of this event.